Event description:
Same case as #6000089-2005-00871 post a coronary drug stenting treatment procedure, a thrombosis occurred. The patient had two taxus express2 2.5x20mm stents implanted in the left anterior descending artery. The patient stopped taking plavix for 2 days to prepare for a surgery. As reported, the patient returned on an unknown date with thrombosis. Multiple attempts to obtain additional information have been unsuccessful.